Event description:
Model system 90. Obese pt attempted to pull himself up in bed causing a malfunction of iabp. Upon removal, blood was internal to balloon and tubing. Pump evaluated by biomed and found to be operative according to MFR's specifications.